Event description:
It was reported that the customer was experiencing an ongoing occlusion issue with their pump. There was no reported impact to the customer's blood glucose level. The customer was asked to confirm the pump history for occlusion alarms and upload the pump data for review, but was unable to do so immediately. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.